Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal carcinoma procedure, while being used for firing, the device was unable to be fired even when the green button was pressed and the handle was unable to be squeezed. A new device was used in order to complete the case. No patient injury.